Manufacturer narrative:
Additional information received from the distributor on 27jun2016 : patient's underlying medical condition was traumatic brain injury (tbi). The catheter, inserted by a neurosurgeon, was used to measure intracranial pressure. The catheter was zeroed to atmosphere by using zeroing tool provided prior to implantation. The dura mater was opened per instructions for use (IFU) prior to bolt/catheter insertion. Serial number of the cam01 monitor used was not provided. During troubleshooting of the problem reported, the cam01 monitor was replaced with another monitor. The reason the faulty catheter was not removed at the time it was found to be faulty was because the surgeon was not concerned that the implantation technique was incorrect. He suspected the monitor to be faulty at that time. No other methods to monitor icp was used at the time of the incident; only vital signs and glasgow coma scale (gcs) were checked. The catheter was removed and replaced the next day on (B)(6) 2016. There were no adverse patient consequences at the time of the incident as a result of the delay in monitoring. It was reported that the patient died on (B)(6) 2016. Additional information received from the distributor on 30jun2016: it was reported that the patient's doctor nor the distributor never claimed that the patient's death was related to the camino catheter not working. The patient died due to complications of traumatic brain injury. The catheter fault and death are not related. No further patient information will be provided. Linked to mfg report number:3006697299-2016-00151 (camino monitor).

Manufacturer narrative:
Integra has completed their internal investigation on 07/25/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: excessive bends were present at the third, fourth and sixth marked teflon tubing; damaged fibers were found at the third marked teflon tubing. Suture was adjacent to the 8th marked teflon tubing. Tape adhesive residues were on the catheter body. The catheter was most likely damaged while insertion. Reported lot number 30500x294940 manufactured on: 24-jan-2014 and will be expired on 31-oct-2016; lot met requirements before released to finished goods. The customer returned one 110-4g with the serial number, label had been removed from the catheter. Complaint history, model 110-4xxx, from jul-2015 through jun-2016 reviewed; there were three other complaints that issued with complaint code (B)(4), and none of them was confirmed. (B)(4). The reported customer complaint ¿no reading performed by the catheter¿ was confirmed. The root cause of the reported complaint appears to be the result of inappropriate use of the device by the end user. This conclusion is based on the catheter appearance. The catheter sustained excessive bends on the distal end of the catheter body and optical fiber damage was identified at the bend locations. The dfu included with each camino catheter monitoring kit cautions the user ¿extreme bending and/or kinks can impair the performance of the fiber optic pressure transducer¿ and to ¿exercise caution when handling the catheter¿. Additional information was received on 04aug2016: the initial admitting diagnosis was head injury (post construction accident). The reason for the increase in surgery time for 1 hour was because the patient was taken back to theatre to remove the camino catheter and to insert a ventricular catheter. The monitor that was involved in the event will not be returned to integra for further investigation. The serial number of the monitor was (B)(4). It was reported that this monitor was used after the reported event on another/different patient and no errors occurred. Based on this additional information received, no changes or updates were necessary to the investigation that was completed on 25jul2016.

Event description:
No catheter reading was reported. The catheter took longer to zero than usual (more than 2 minutes). Once the catheter was inserted, there was no readings on the cam01 monitor used. Pac cables were changed and still there were no readings obtained. "Test catheter" was not displayed on the machine. It indicated the inserted catheter was faulty. The event let to an increase of surgery time of 1 hour. There was no patient injury reported however, the initial operation was only to insert the camino catheter and after the catheter failure, the patient had to have another procedure to obtain icp readings. The patient was ventilated and it could only go back to the theatre (operating room) the next day to remove the faulty catheter. A codman microsensor was then inserted. Additional information has been requested.